Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had no delivery alarm and blank display. The blood glucose at the time of the incident was 150 mg/dl. The customer had issues with the no delivery and was able to resolve by disconnecting and reconnecting the. However after changing the battery the screen went blank. Troubleshooting was performed and the display did return. The customer then clarified they were able to push insulin through the plunger, but not through the pump. The device will be returned for analysis.